Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the small battery drive device, and the reported condition was confirmed. It was determined that the device failed visual inspection. During the assessment of the device, it was observed that impacts on the holding flange on the rear of the housing could be identified, furthermore both triggers were found to be sticky. It was further determined that the device failed pretest for general condition and check for sticky triggers. The reported condition of excessive noise was not confirmed. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during a surgical procedure for a shaft fracture of the humerrus it was observed that the small battery drive device suddenly stopped working when the surgeon re-inserted a wire after inserting it for a joystick. It was reported that when the action button was pressed, only a high-pitched sound that cannot normally be heard was heard, and the main unit did not work. It was reported that the surgeon exchanged the batteries, but the device did not work. It was reported that an unspecified spare device was used, and the surgery was completed successfully with no surgical delay. During in-house engineering evaluation it was determined that both triggers on the device were found to be sticky. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.